Event description:
It was reported that a tool broke during a cranial procedure . Procedure was completed with a back up. It was confirmed that there was no patient impact.

Manufacturer narrative:
Device has been received for evaluation, however, results are not yet available. (B)(4).